Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in the vascular and interventional radiology a retrospective review was performed from (B)(6) 2005 to (B)(6) 2016; the retrospective review contained 222 patients for filter limb detachment and/or filter fragments evaluated for removal in a complex filter removal program. Out of 222 patients referred for complex retrieval of fractured filters, 63 patients underwent a filter retrieval procedure; all 63 filters were percutaneously removed. Some filter fragments identified through diagnostic imaging were embolized in the lungs. The current patient status was not provided.

Event description:
It was reported in an article in vascular and interventional radiology titled ¿management of fractured inferior vena cava filters: outcomes by fragment location¿, a retrospective review was performed from march 2005 to january 2016; the retrospective review contained 222 patients for filter limb detachment and/or filter fragments evaluated for removal in a complex filter removal program. Out of 222 patients referred for complex retrieval of fractured filters, 63 patients underwent a filter retrieval procedure; all 63 filters were percutaneously removed. Some filter fragments identified through diagnostic imaging were embolized in the lungs. The current patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged detached filter limb as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Journal citation: trerotola, s. O., & stavropoulos, s. W. (2017). Management of fractured inferior vena cava filters: outcomes by fragment location. Vascular and interventional radiology, 284(3), 887-896. Https://doi.org/10.1148/radiol.2017162005